Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and insulin squirted out during priming. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomalies due to unresponsive button. No button error alarm during testing. No unexpected rain bow color anomalies noted. However, device received with minor scratched lcd window,